Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a severely calcified mid sfa. During the first inflation at 8 atm for 30 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.